Event description:
It was reported that the clinician had inquired why the atrial high rate (ahr) percentage was showing 45% and the graph shows ahr all of the time. The clinician expressed confusion regarding the diagnostic data and stated that the percentage was erroneous. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.